Event description:
It was reported that (1) sw110 was use during a lap nissen fundoplication procedure. It was reported by the rep that the surgeon was using the suture assistant (sw100) with the sw110 reloads. The device would fire however a metal strip on the bottom of the reload separated and fell into the abdomen. It was retrieved, however it took fifteen minutes to locate it and capture it. Opened another device to complete the case.